Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal incisional hernia repair and intestinal adhesion procedure on a (B)(6) 2018 and the mesh was implanted. It was also reported that the patient suffered from effusion 8 days after sewing. It was also reported that active medication change and drainage were given to the patient. The patient's condition changed better.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: does the surgeon believe that the post-operative effusion was a result of the mesh? What is meant by ¿the patient suffered from effusion?¿ what was the anatomical location of the effusion? How was drainage conducted on the patient?